Event description:
Pt underwent 3 surgeries due to alleged stealthstation navigation inaccuracies to remove a sinus lesion. Investigation confirmed that stealthstation performed as intended and that the event was due issues with a device from another MFR stealthstation did not malfunction or contribute to the event.